Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer treated their blood glucose levels with the insulin pump. The customer stated that they were hospitalized in the past and treated with IV fluids on (B)(6) 2016. The customer reported issues with lost sensor alerts. Customer states the lost sensor occurred within about 20 minutes after immediately entering the blood glucose for calibration. The customer stated that they were under a lot of stress but felt no symptoms of high blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.